Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was admitted to the hospital due to worsening shortness of breath and progressive lower extremity edema with acute cardiogenic pulmonary edema, acute hypoxemic respiratory failure on nasal intermittent positive pressure ventilation (nippv) secondary, acute on chronic systolic and diastolic heart failure, non-ischemic cardiomyopathy, acute on chronic kidney injury cardiorenal syndrome. Multi system organ failure, hospitalized recently for decompensated heart failure with repeat transthoracic echocardiogram (tte) showing decrease in left ventricular ejection fraction (lvef) from 29% to 20%. The patient reports paroxysmal nocturnal dyspnea (pnd), and orthopnea. Since admission the patient developed fever and hypotension with blood culture growing (B)(6) and tee showing tricuspid valve (tv) endocarditis (tte negative) and implantable cardioverter defibrillator (ICD) lead vegetation. Worsening renal function requiring continuous renal replacement therapy (crrt), cardiogenic shock, end stage non-ischemic cardiomyopathy, septic shock and shock liver. Shock state transiently improved but clinical status significantly worsened with increasing vasopressor requirements and worsening edema despite continuous veno-venous hemofiltration (cvvh). The patient died despite all efforts and supportive treatment. The patient was a participant in the post approval clinical surveillance product surveillance registry.